Event description:
It is reported that the pt was revised due the liner disassociating from the shell.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the liner and corresponding implants were implanted with the correct fit and orientation as per the surgical technique. The liner was reported to have been in vivo for approx (B)(6). There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: the liner was not returned for review. The mfg records of the liner were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.